Manufacturer narrative:
Based on the claim against the product by the customer noting the dislocation of the jaws, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have no issues. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Performed bumper test with no issue. The instrument was re-tested and passed the intuitive motion test on both attempts. The instrument was fully functional. No physical damage or no breakage was found during a visual inspection. No product issue was identified. The complaint regarding dislocated jaws was confirmed by failure analysis, which indicates that the device did not contribute to the customer-reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a davinci-assisted surgical procedure that the prograsp forceps instrument was dislocated in the jaw. No fragment fell into the patient. The procedure was completed with no patient harm, adverse outcome or injury and with no delay. Intuitive surgical, inc. (Isi) followed up with the site but the customer was not able to provide additional information.